Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a notification for high, out of range pacing lead impedance. The lv pacing vector could not be programmed, as there was phrenic nerve stimulation. It was also noted that there was no capture with the lv lead after this point. The lv lead was successfully extracted at procedure without complication, and a new lv lead was implanted. There were no adverse consequences to the patient.